Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. On (B)(6) 2013, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device and the patient tolerated the procedure well. According to the complainant, following the bronchial thermoplasty treatment, the patient did not achieve the breathing treatment goals and was admitted. The decision to admit the patient was based on exacerbations of asthma and pain. Reportedly, the pain is unrelated to bt or asthma, and the patient has a history of taking medication for pain management. The physician reported that the patient has a baseline history of anxiety prior to bt treatment, and he decided to admit this patient to treat her exacerbation as he felt that she might not be able to manage an exacerbation on her own. The exacerbations of asthma have resolved. The current condition of the patient was reported to be good and the patient has been discharged (date unknown).

Manufacturer narrative:
The patient was reported to be approximately 30 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation as possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.